Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 506 mg/dl at the time of incident and the current blood glucose level was 303 mg/dl. Customer was currently reported symptoms related to their high blood glucose was thirsty. Customer was up took blood glucose was high and not long after bolus deliver was low had a 41 mg/dl. Had to take glucose tabs to come back up. Right now her pump know how blood sugars should go in sequence, 102 mg/dl blood glucose normal showed get 3 units. Pumps gives 6.6 units and did not think its right. Wake up next morning and 180 mg/dl and only 3.3 units. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.